Event description:
The device was used during an arthroscopic rotator cuff repair. Reportedly, the suture broke. The surgeon converted to a laparotomy and applied another device to complete the procedure. The hospital has reported no pt injury occurred.